Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown trocar/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during a trochanteric fixation nail advanced (tfna) insertion the tfna blade/screw guide sleeve was getting hung up/jammed on the aiming arm. A mallet was used to separate the guide sleeve from the aiming arm. The procedure was successfully completed with the use of another aiming arm and trocar. There was a 10 minute surgical delay reported. Patient status was good. Concomitant device reported: unknown tfna nail (part # unknown, lot # unknown, quantity 1). Unknown buttress compression nut (part # unknown, lot # unknown, quantity 1). This is report 4 of 4 for (B)(4).